Manufacturer narrative:
The returned sedline module was evaluated. Visual inspection upon receiving revealed no external damage or defects. During evaluation the device passed all functional tests. Psi measurements were comparable to measurements obtained with a known good root and a known good sedline module. No performance issues were observed. There was no loss of measurements during testing even while twisting, shaking and bending the cable. The customer complaint was not duplicated. The sedline module was found to be functioning as designed.

Event description:
The customer reported inaccurate measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate measurements. No patient impact or consequences were reported.